Event description:
It was reported that the patient presented for routine device interrogation pre-procedure. Upon interrogation, the right atrial lead exhibited dislodgement, lead slack issue, inadequate capture, and p-wave amplitude variation. The physician capped and replaced the right atrial lead during the procedure on (B)(6) 2022. The patient was stable.